Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22233. It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited high pacing impedance episode. Patient was brought into clinic. Frequent episodes of noise were noted on the atrial lead. Chest x-ray revealed that the atrial lead was dislodged and the pacemaker can had migrated; lower in left upper chest compared to post implant x-ray. No intervention was performed. Patient was stable.